Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving morphine sulfate (60.0 mg/ml at 27.998 mg/day) via an implanted pump. The pump's indications for use (ifus) were noted as non-malignant pain and chronic low back pain. The provided session data report indicates that a low reservoir alarm occurred on (B)(6) 2015 and an empty reservoir alarm occurred on (B)(6) 2015; the report also shows that the pump was refilled on (B)(6) 2015. The rep stated that the patient didn't mention the low reservoir event to him and that it was presumed that the patient got the pump refilled without incident. No patient symptoms were reported. Follow-up was conducted for the cause of the empty pump reservoir and any symptoms that were related to the event, but no additional information has been received. If additional information is received, a follow-up report will be sent.